Manufacturer narrative:
Concomitant product: product ID 8781, lot # n435134004, product type catheter. (B)(4).

Event description:
It was reported following a pump implant procedure, fluid retention was observed in the back pocket. The fluid was "judged" to be serous fluid that could be seen normally after surgery. Pressure was applied in the form of a tourniquet/pressure belt but resulted in no effect, so a cerebrospinal fluid (csf) leak was suspected and later confirmed. A self-blood injection was performed at the same location and the csf leak had improved. On (B)(6), the csf leakage recurred. On (B)(6), repair surgery was performed and the csf was noted to be leaking from around the area of the catheter. A catheter x-ray study was also performed on the date of (B)(6) 2014. At the date of (B)(6), the patient had not recovered. It was noted after initial implant, the effectiveness against spasticity could be seen. The pump was used to deliver gabalon.